Event description:
During a routine interrogation of the ICD on 10/1/96, an error message appeared on the programmer screen indicating that the ICD crystal had stopped running and that the date and times reported by the ICD could be inaccurate. Surgery was performed on 10/2/96 to explant the ICD.